Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was noted to be kinked out of packaging at the distal part of the shaft. The mapping catheter was replaced with resolve to the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot 218369992 was returned and analyzed. Visual inspection of the mapping catheter showed that the pebax tube was kinked at the metal shaft distal end interface. In conclusion, the reported kink issue has been confirmed through testing. The mapping catheter failed the returned product inspection due to a kink in pebax tubing section attachment to the metal shaft segment. If information is provided in the future, a supplemental report will be issued.